Manufacturer narrative:
(B)(4). The customer reported to philips that the device showed a "system failure shutdown" screen message. There was no report of negative pt impact. The device was evaluated at the philips repair bench and the failure could not be recreated. Given the customer's reported issue we will consider this a failure. We can not determine the cause as the failure could not be recreated.

Event description:
The customer reported to philips that the device showed a "system failure shutdown" screen message.